Manufacturer narrative:
Foreign: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a voluntary problem report submitted to health (B)(6) related to a patient implanted with an implantable neurostimulator (ins). It was reported that there was a loss of sensation, pain, and a feeling of electric shock.